Event description:
Patient in labor requesting epidural for pain management. Dr. Attempted epidural x 4 times and patient never experienced pain relief; she continued to rate her pain 10/10. Crna (certified registered nurse anesthetist) came to bedside for last attempt (B)(4) to try and make patient comfortable with an epidural. New epidural was placed by crna. She also changed out tubing and epidural bag. When she was changing the epidural tubing, she noticed that the medication was not infusing through the epidural tubing like it should. After this last attempt patient was comfortable and her pain was 0/10 for delivery. This same problem with the epidural tubing/ pump has been noted before, the pump acts like it is infusing the medication but the patient does not get pain relief. Anesthesia has been made aware of this tubing/ pump issue multiple times.